Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received insulin flow blocked alarm. The customer¿s blood glucose level was 640 mg/dl. The customer states the insulin exited. Advised to change the entire infusion system. The insulin pump will not be returned for analysis.